Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device revised for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.